Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the chair will intermittently not turn on, has to turn press the power button several times to get the chair to come on.